Event description:
On 1/26/82, due to trauma received on her face, dr placed a prosthesis at pt's right tmj. Rptr had subsequent yrs of excessive swelling, redness, pressure pain in the right ear, pressure pain on the left side of face and the left tmj, and visible malformation in face and bite. In 1/93 rptr changed drs due to the inadequacy of dr's care. It was at that time that she learned of the FDA recall of this prosthesis in 1986. On 2/23/93, this prosthesis was removed. Rptr still has severe pain, periodic swelling, and redness, however, the degree of severity has lessened somewhat.